Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2352-70 serial number: (B)(6). Batch/lot number 7078338. Model/catalog description: linear 3-4 lead 70 cm.

Event description:
It was reported that the patient experienced muscle stimulation when the stimulation of the spinal cord stimulator (scs) system was in use following a motor vehicle accident. Reprogramming was performed multiple times but did not resolve the pulling sensation. High impedances were observed on the leads. The patient underwent a lead revision procedure and is doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2352-70 serial number: (B)(6). Batch/lot number 7078338 model/catalog description: linear 3-4 lead 70 cm unique identifier (UDI) # (B)(4). The lead, sc-2352-70 sn: (B)(6), was returned, analyzed, x-ray inspection revealed that electrode #4 of the distal end has a fractured cable right at the weld nugget. This type of damage typically occurs when excessive tensile force is exerted onto the lead body. The fractured cable is not exposed. The broken cables are still contained within the distal array. The lead, sc-2352-70 sn: (B)(6), was returned, analyzed, x-ray inspection revealed that electrode #4 and 7 of the distal end has a fractured cable right at the weld nugget. This type of damage typically occurs when excessive tensile force is exerted onto the lead body. The fractured cable is not exposed. The broken cables are still contained within the distal array. A labeling review was performed on the implantable pulse generator, ipg, and leads instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states system failure, which can occur at any time due to random failures of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Based on all available information, engineers are able to confirm the root cause of the event. The devices were returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is cause traced to component failure.

Event description:
It was reported that the patient experienced muscle stimulation when the stimulation of the spinal cord stimulator (scs) system was in use following a motor vehicle accident. Reprogramming was performed multiple times but did not resolve the pulling sensation. High impedances were observed on the leads. The patient underwent a lead revision procedure and is doing well post operatively. It was additionally reported that imaging was performed and no abnormalities were noted.